Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen did not respond when pressed. This was found to be due to corrosion on the touchscreen due to fluid ingress. Further testing found the device alarmed with a s205 (backup battery failure) malfunction alarm code. The probable cause was due to an incorrectly installed component on the power supply controller printed circuit board which caused the coin cell battery to discharge. The coin cell battery powers the back up buzzer. The device has been identified as part of 2 product recalls. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen was found to be broken and was not able to be calibrated. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info provided.